Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres. The balloon was simply and completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and there was no patient injury.